Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen with a concentration of 500 mcg/ml (unknown dose) via implantable pump. It was reported that the patient began to experience itchiness at the beginning of september. She had multiple trips to the ed this month for decreased urine output and itchiness, and ended up being admitted for 5 days for uti treatment. She was discharged about a week ago and came in for a dose adjustment on monday. At her visit she was still complaining of itchiness, being tired, and some muscle spasms. However, she was not increasingly spastic, her tone was about the same as it had been at her previous visits. A 75mcg one time bolus was programmed to see if that would help her itchiness subside and she was sent for abdominal x-rays to check pump and catheter placement. She returned to the clinic a few hours later after getting x-rays done, and was still feeling itchy about 3-4 hours after the bolus was delivered. X-rays confirmed that the pump and catheter were in place. The hcp was planning on doing a side port aspiration to check catheter patency. Additional information was received from the rep who reported that the patient canceled the side port aspiration and didn¿t reschedule. The medical team believes that the issue and the patient's symptoms are not pump or therapy related. The circumstances that may have contributed to the symptoms were unknown. They are thinking that the issues were resolved but the patient has not called to reschedule. The pump is functioning and remained implanted. Additional information was received from the healthcare provider indicated that in (B)(6) 2020 they did a cap aspirate and aspirated a few ml of pale yellow fluid. The caller states again today they did a cap aspirate and aspirated 4ml of pale yellow fluid.